Manufacturer narrative:
Reliability analysis: inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors failed per spec due to high readings.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 287 mg/dl and their sensor glucose read 89 mg/dl. Customer also reported the sensor glucose and blood glucose would be inaccurate by 100 to 200 points. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported bad sensor alarms, change sensor alarm and two calibration error alarms. Troubleshooting did not occur for the sensor. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.